Event description:
Received info from user facility that suture punch tip broke off and fell into the operative site. This occurred during a bankart procedure. Surgeon was unable to retrieve the tip from the pt's shoulder. No injury or delay reported.